Event description:
This is an issue involving the entire pharmaceutical industry that uses plastic squeeze dropper bottles. These are what contain the ophthalmological drugs that have been prescribed for me. The containers are opaque, and the pt cannot tell whether he is almost out of medicine. It would be most beneficial to be able to see that only a few days worth of the drug is left, so that a replacement supply can be obtained before the bottle is empty. Some patients get pharmaceuticals through the mail, so that needs to be considered. This is a serious matter. Diagnosis or reason for use: glaucoma and tissue rejection drugs containers.